Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc is related to (B)(4) which reports about the revision surgery was performed due to the accumulation of the water in pseudotumor excision site. This pc reports about the primary surgery. It was reported that on unknown date, the patient underwent the primary surgery via tka, and the surgery was completed successfully. After the primary surgery, on an unknown date, pseudotumor was identified in muscle tissue. On an unknown date, (B)(6) 2021, the patient underwent the removal surgery of pseudotumor, and the surgery was completed successfully. No further information is available. Doi: (B)(6) 2021.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The correct event should be, "the patient underwent the primary surgery via tha." This complaint was for the hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : visual examination of the returned device found nothing indicative of a device non-conformance. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.